Manufacturer narrative:
Upon investigation with the user facility, it was determined that rules (user programmed logic) were not functioning as intended due to the programming of those rules. For example, the rules should have included criteria to hold, and said criteria was not written into the rule. Data innovations llc identified the user facility had programmed the rules incorrectly such that the rules were missing the criteria to hold the results. Once the result of the error was located, data innovations assisted the user facility in correcting rule to hold results as intended. While this is not a malfunction of the instrument manager medical device it is being reported due to the facilities inability to provide a statement of patient impact due to the user error.

Event description:
A user facility reported on (B)(6)2024 two rules implemented to hold test results with results below the analytical measure range (amr) were not working as intended. Results which were below the amr were being released and not held as intended.